Event description:
On (B)(6) 2012, the patient contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Recall: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 01/18/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. The pump performed the rewind, load, and prime steps appropriately without issues. A force sensor calibration test was performed and the force sensor was found to be reading force correctly. The pump was opened and confirmed no damage or defects to the force sensor or the force sensor circuit. Unrelated to the complaint, the display screen was found to be faded and discolored.